Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented at a hospital on (B)(6) 2018 due to precordial pain. The patient was transferred to a different hospital on (B)(6) 2018 due to her symptoms and history of multiple surgeries to place stents. The patient received an angioplasty procedure on (B)(6) 2018 unrelated to the devices. The next day (B)(6) 2018 the patient had a stoke adams event. A chest x-ray revealed the pacemaker was broken. The patient was stable and received a temporary pacemaker. The implanted pacemaker was deactivated. The patient was scheduled for a pacemaker explant procedure date (B)(6) 2018. The procedure was lengthy. Testing of the leads revealed failure to capture in the right ventricular lead. The right ventricular lead was turned off. The physician believes the pacemaker case came off from the battery. The pacemaker was replaced and a new right ventricular lead was successfully placed in a different position. The patient was stable following the procedure.